Manufacturer narrative:
Pharmacovigilance comments: the serious event of necrosis at implant site was considered expected and possibly related to the treatments. Serious criteria include medical intervention to prevent permanent damage. The likely root cause include intravascular filler injection leading to vascular occlusion and necrosis. Potential contributory factor include injection technique. The case meets the criteria for expedited reporting to the regulatory authorities. Engineering evaluation: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations. Manufacturer narrative: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. Lot number was not reported and the product could not be verified. The information in this case does no indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate and no additional investigations will be conducted.

Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6) 2021 by a physician which refers to a female patient of an unknown age. No information about medical history, concomitant medication, history of allergies or previous filler treatments has been provided. On (B)(6) 2021, the patient received treatment with 1 ml restylane defyne (unknown lot number), 0.5 ml per side injected into the depth of the nasolabial folds and 1 ml restylane refyne (unknown lot number), 0.5 ml per side administered superficially in the nasolabial folds using sandwich technique (unknown needle types). On an unknown date in (B)(6) 2021 after the treatments, the patient experienced necrosis(implant site necrosis) and was treated with 4 vials of hylase [hyaluronidase] on (B)(6) 2021. It was reported that the products were explanted on (B)(6) 2021. Outcome at the time of the report: necrosis was not recovered/not resolved.